Manufacturer narrative:
(B)(4) for the investigation result of drive wire broken. Visual evaluation of the returned device found the brush was extended with residue in the bristled portion. The catheter and drive wire were kinked about 60cm from the heat shrink. Drive wire was broken at the distal end of the handle. Proximal side of the broken drive wire remained inside the hypotube, indicating the drive wire was not detached. Functional inspection performed showed resistance during actuation. The drive wire would not move and the brush could not be extended. The complaint that the brush was difficult to retract was confirmed. The drive wire inside the catheter would not move. Based on this, the most probable root cause for the event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the pancreatic duct during a biopsy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician pushed the brush out from the plastic sheath. Attempt to retract was unsuccessful, the brush was too tight to move inside the sheath. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: drive wire broken.